Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable cardiac monitor could not be interrogated. Despite repeated attempts to troubleshoot, the device could not be successfully interrogated. The device was explanted and replaced. No patient symptoms were reported.

Manufacturer narrative:
No conclusion code available. Final analysis found that the battery was depleted. The cause of the depletion could not be determined.